Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00480, 2029214-2019-0048. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of intraprocedural aneurysm rupture during pipeline flex implantation. Patient presented with a blister aneurysm on the opposite wall of the posterior communicating artery of the right ica. Vessel tortuosity was described as moderate. The landing zone artery size was 3.24mm distal and 3.88mm proximal. It was noted that the physician had been trained to pre-deploy the ptfe protective sleeves on the back table prior to deployment and used this method during this procedure. It was reported that during the procedure, the pipeline flex was deployed in the patient and noted to be "lazy" to fully open. A wire and microcatheter was navigated to expand the device, which was unsuccessful. A balloon was then used to open the pipeline flex fully. After fully opening, the pipeline flex foreshortened -- the aneurysm was not fully covered. Ultimately, three additional flow diversion devices were placed.